Event description:
Pt reported having a single level prodisc-l procedure approx one (1) year ago. It was reported pt is having problems with his fascial joints. No add'l info is available. This is two of three reports for this complaint.

Manufacturer narrative:
Without a lot number of the device history records review could not completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.